Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Mother of the customer called regarding the replacement pump they are using. It is not in auto mode, set everything up but it won't go into auto mode. Mom placed the sensor on cust last night, it's the first sensor she has worn with the replacement pump. Adv mom the pump isn't able to go into auto mode until 48 hours after wearing a sensor with a replacement pump due to the pump needing to be able to track her trend. Mom expressed that her daughter's bg was all over the place last week and almost got up to 500 (declined t/s, treated with the pump). Mom inquired about how to stop the high alerts from sounding over and over even after she acknowledges them and treats. Adv mom she can use alert silence for an hour as she states it's mainly at night that it occurs and she would appreciate getting more sleep. Aadv mom about what the sensor settings set as far as boundaries in delivering insulin. Ship: nothing / return: nothing.